Manufacturer narrative:
A product correction letter was issued on 07mar2019 to all alinity I and alinity c customers notifying them of the software and hardware issues on the alinity ci-series system. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci-series to software version 2.6.0 to resolve each of the identified issues and provide customers necessary actions until the mandatory upgrade is completed. Correction/removal number: 3002809144-03/14/19-002-c.

Event description:
The abbott ambassador discussed fa07mar2019 product correction letter with customer. The customer is unaware of inconsistencies or negative impact to the patients for the samples tested on (B)(6) 2018 and (B)(6) 2019 for alinity hbsag, anti-hcv, anti-hbc-m, and troponin. There were no repeat results provided. There was no reported impact to patient management.